Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the rpms were noisy and erratic and the worn components needed replacement. The motor, swivel, fine adj cams, and set screw were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that product was sent in for maintenance, but repair was needed. There was no alleged event or malfunction reported for this device when it was sent in for maintenance. During product evaluation, it was found that the rpms were erratic. There was no patient harm/injury or surgical delay as there was no patient involvement. Due diligence is complete; no further information is available. There was no adverse event associated with this malfunction.